Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown time following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv) into a surgical homograft conduit (manufacture unknown), the surgical conduit was replaced. During the replacement of the surgical conduit, the pathologist identified large b cell lymphoma cells associated with the tpbv. The surgical homograft conduit with the tpbv was affixed to the ascending aorta. Only part of the surgical homograft conduit and tpv were explanted. Part of the valve remained in place. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated the transcatheter bioprosthetic pulmonary valve had been implanted for eight years, nine months, and twenty-nine days. The lympmatous cell was not the reason for the partial valve explant. Rather, the valve was explanted due to symptomatic severe stenosis in which the balloon valvuloplasty was not effective in addressing. The initial non-medtronic homograft was 21 millimeters overall which was reported as small for an adult size and had been implanted for seventeen years. A 27 mm non-medtronic homograft was subsequently implant. The post-operative course was reported as unremarkable and chemotherapy was initiated with a 3-4 month course expected. Further, the physician believed that the lympome was considered to have been caused by chronic inflammation secondary to the transcatheter bioprosthetic pulmonary valve. No additional adverse patient effects were reported. Updated data: b1, b2, b3, d corrected data: g3 study was previously filed, however, confirmed this was not a clinical study patient h.6 device code c53269 no longer applies medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: previous patient code c3671 no longer applies updated data: patient code c3137 applies medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.